Manufacturer narrative:
E1: correction:physician information the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken the ipg was explanted and replaced with a smaller device and moved more lateral and deeper in the pocket to address the issue.